Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported an air in the cassette message from the cycler and observed air bubbles in the patient line. During troubleshooting with technical support, the patient observed a tear in the back of the tubing set and fluid was leaking from the back of the cassette. Patient was advised to discontinue use of the cycler and complete treatment with continuous ambulatory peritoneal dialysis. Additional information was solicited. The set was not made available for evaluation.